Event description:
The customer reported their freestyle freedom meter was not working due to a port issue. The customer had a hypoglycemic event and lost consciousness. The paramedics were called and the customer was transported to a hosp where he was diagnosed with severe hypoglycemia. The customer was treated with juice and intravenous fluids containing glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available.